Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7140108, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7137043, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, batch/lot number: 32445554, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure.